Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. Corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was not confirmed during testing; the device was found to be within specifications. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device overheated. 6 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 11 events were reported for this quarter. 10 devices were received for evaluation; 2 events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. 3 devices were found to be affected by corrosion. The reported event was not confirmed for 6 devices; the devices were found to be within specifications for the reported event. 1 device evaluation is in progress. 1 device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device overheated. 6 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.